Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt received a transplant. Upon visual examination of the pump, there appeared to be tissue in the elbow of the inflow and clot in the outflow. The hospital was suspicious of clot in the pump.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.